Event description:
It was reported that the patient's atrial leadless pacemaker exhibited fluctuating capture threshold. Increased capture threshold resulted in capture loss. Programming changes were made to increase output. The patient was stable.